Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
After 1 year of implantation, this ICD was explanted because it was reported that the ICD misfired shocks as a result of a lead fracture (biotronik lead).